Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that the twist sleeve of a titanium transfer set was broken. This occurred during use for peritoneal dialysis therapy. The patient stated that when they turned the twist sleeve, it did not stop. At the time of the occurrence, the transfer set had been in use on the patient for 60 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previously submitted date of 08/15/2019 to 08/16/2019. One actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.